Event description:
During ICD implant, low shock impedance was observed on the rv lead. The lead tested normal with new ICD. Analysis of returned device diagnostics indicates a possible lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.